Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple procedure, patient was readmitted on post op day two concerning staple line leak. Staple line leak was detected upon exploratory laparotomy. Surgeon repaired affected staple line.